Event description:
A customer contacted beckman coulter inc. (Bci) regarding a spill around the no foam and wash concentrate bottles. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the foam sensor harness and moved bracket.